Manufacturer narrative:
The insulin pump passed self test and unexpected restart error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Unable to confirm motor error alarm, rewind anomaly and unable to perform displacement test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached end cap. Pump was monitored and tested with no off no power alert noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and an off no power. The customer¿s blood glucose level was 196 mg/dl at the time of the incident. The customer stated that the drive support cap was sticking out and customer did not receive a low battery alert prior to off no power alarm. Customer also reported to have experienced a low blood glucose of 32 mg/dl while tying to complete the prime/ rewind process. Customer treated with food and declined low blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is not expected to return for analysis.